Manufacturer narrative:
Pediatric patient. The customer¿s report of a tiny puncture in the pump segment was confirmed. No anomalies were observed during initial visual inspection. Functional and microscopic testing identified a leak from a small hole at the top of the silicone segment of the tubing. No tool marks or crush marks were observed on the upper fitment near the small hole. The root cause of the hole damage could not be definitively determined.

Event description:
It was reported that lipids were leaking from the bottom of the pump module shortly after initiation of the infusion in the picu. A tiny puncture was noticed in the pump segment of the set. The tubing had not been clamped or pinched inappropriately. No additional information was available..

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that on the picu, minutes after starting a drip, lipids were noted to be leaking from the bottom of the pump module. A tiny puncture was noticed in the pump segment of the set. The tubing had not been clamped or pinched inappropriately. No additional information is available.